Event description:
It was reported that twice in one day (within a fe minutes of each other), the ventilator did not alarm for low pressure while connected to the pt. The ventilator displayed low pressure when the reported problem occurred. No pt harm reported.